Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 55 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 85 mg/dl and he has just calibrated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 3004209178-2015-93453 for the insulin pump.